Manufacturer narrative:
On 12/03/2018 additional information was received indicating the event date is (B)(6) 2018. As such we are processing the following correction: date of event corrected from (B)(6) 2018 to (B)(6) 2018. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Additionally, follow up is being performed to clarify event and alert dates, as such, if additional information is received with clarifications, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) male patient with a history of three previous pulmonary vein isolation (pvi) procedures and laao device implantation underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, mapping an initial ablation was performed with irrigated rmt catheter, there was not good enough contact with that catheter. This was not related to a system or product malfunction but to the construction of this type of catheter. The physician changed the rmt catheter to an thermocool® smart touch¿ electrophysiology catheter. Ablation was performed with the thermocool® smart touch¿ electrophysiology catheter. At the end of the ablation phase, a steam pop occurred resulting in perforation of left atrium lateral wall. Pericardiocentesis was performed to remove 2 liters of blood from the pericardium. The patient was then transferred to the operating room (or) to have an open-heart surgery to close the perforation. The surgical intervention was successfully performed, and the patient was sent to recovery. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition-related. The patient was sedated with ultiva ("reminfentanyl") which caused apnea and deep breathing, when the patient took deep breaths, the catheter position changed; this was cited as a factor that might have contributed to the adverse event. There were no error messages noticed on any bwi equipment during the procedure. Transseptal puncture was performed with an abbot brk1 xs transseptal needle and an abbot sl0 sheath. The generator parameters included power control mode with temperature warning at 43 degrees celsius and temperature cut-off at 50 degrees. The noted parameters noted during the procedure included power at 41 watts, temperature at 32 degrees and impedance at 98 ohms. The power did not titrate during the ablation. The overall time for ablation was 857 seconds. The last ablation cycle time was 26 seconds. The thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.